Manufacturer narrative:
The device sample was rec'd by the MFR, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the cuff ruptured during use. No report of pt injury.